Event description:
A customer reported that there were bubbles in the irrigation line during surgery. After a delay of less than 15 minutes, the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has not been returned for evaluation. A root cause has not been identified. (B)(4).